Event description:
It was reported that the customer was taken to the hospital by the ambulance due to high blood glucose over 300 mg/dl. The mother stated that her son was experiencing nausea and vomiting. The caller stated that the customer was treated with manual injections and then released. Troubleshooting was performed. Instructed the caller to remove the cannula, and it was neither bent nor occluded. Discussed rotation method and found that the customer uses the upper cheek area. Suggested that the customer should be using the abdomen area or any other place where he can pinch an inch of his skin. The customer's recent glucose reading was 219 mg/dl. Advised the caller to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.